Event description:
A patient intubated with a size 5.0 ped tracheostomy tube experienced temporary respiratory distress when the cannula tubing reportedly developed a kink. The device was in use approximately eight (8) hours. The event occurred shortly after nocturnal ventilator support was begun. The 5.0 ped was removed and replaced with a backup device, normal ventilation resumed with patient stats returning to baseline condition. The 5.0 ped device was returned to the MFR for decontamination, analysis and investigation.